Event description:
Complainant alleged that paramedics were attempting to defibrillate a pt (age and gender unk) in cardiac arrest but the device would not discharge and displayed a "poor pad contact" message. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.